Manufacturer narrative:
The stent in the aorta-measures approximately 18 mm in length, indicating that the stent was possible fractured/separated. Under sterile conditions with ultrasound guidance, the right common femoral artery was catheterized using micro puncture technique. A 6-french sheath was placed into the common iliac artery. Through the sheath, it was difficult to negotiate through the narrowed stented right common iliac artery, which is later demonstrated to be narrowed secondary to intraluminal hyperplasia. Prior to catheterizing the left common femoral and iliac arteries, it is noted that one of the small iliac stents, which appeared to be placed at the origin of the left common iliac artery, is lying in the distal aorta, with recurrent high-grade stenosis. Due to the recurrent stenosis within the stent in the proximal right common iliac artery, and the recurrent stenosis in the proximal left common iliac artery, it was felt that a kissing balloon/stent technique would be needed to improve in-flow to the lower extremities. It was decided that the indwelling right common iliac stent should be dilated with an 8 mm balloon. At the same time, a new 8 mm balloon-mounted stent be deployed in the proximal left common iliac artery. An angiogram was performed demonstrating significant improvement in the appearance of the aortic bifurcation, without residual stenosis seen. It was reported that the two stents involved in this complaint were the 8x39mm palmaz genesis stents from the same lot. (B)(4). Please note that the date of stent implantation is currently unknown at this time. The device remains implanted in the patient; therefore, it will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. This is one of two products involved in the reported incident and the associated manufacturer report numbers are 9616099-2015-00025 and 9616099-2015-00026.

Event description:
As reported in the radiology report, there was restenosis in the 8x39mm genesis stent of the right common femoral artery. The 8x39mm genesis stent implanted in the left iliac artery was found dislodged in the distal aorta with high grade stenosis. The stent was 18mm in length, indicating that this dislodged portion was a fracture fragment of the previously implanted stent. Angioplasty was performed to the right side and the left was stented. After treatment the arteries were patent. During attempts to catheterize the aorta from the right side, angiograms were performed. On these angiograms, stents are seen in the right common iliac artery and there is significant stenosis seen within the stent in the right common iliac artery. In addition, on the initial angiogram, a small stent is seen to lie within the aortic lumen, appearing to have become dislodged from the proximal left common iliac artery . This stent appears to be free-flowing within the aorta, changing position on subsequent angiograms.

Manufacturer narrative:
This is one of two products involved in the reported incident and the associated manufacturer report numbers are 9616099-2015-00025 and 9616099-2015-00026. Complaint conclusion updated due to receipt of additional information: per the radiology report, there was restenosis in the 8x39mm genesis stent of the right common femoral artery. The 8x39mm genesis stent implanted in the left iliac artery was found dislodged in the distal aorta with high grade stenosis. The stent was 18mm in length, indicating that this dislodged portion was a fracture fragment of the previously implanted stent. Angioplasty was performed to the right side and the left was stented. After treatment the arteries were patent. During attempts to catheterize the aorta from the right side, angiograms were performed. On these angiograms, stents are seen in the right common iliac artery and there is significant stenosis seen within the stent in the right common iliac artery. In addition, on the initial angiogram, a small stent is seen to lie within the aortic lumen, appearing to have become dislodged from the proximal left common iliac artery. This stent appears to be free-flowing within the aorta, changing position on subsequent angiograms. The stent in the aorta measures approximately 18 mm in length, indicating that the stent was possibly fractured/separated. Under sterile conditions with ultrasound guidance, the right common femoral artery was catheterized using micro puncture technique. A 6-french sheath was placed into the common iliac artery. Through the sheath, it was difficult to negotiate through the narrowed stented right common iliac artery, which is later demonstrated to be narrowed secondary to intraluminal hyperplasia. Prior to catheterizing the left common femoral and iliac arteries, it is noted that one of the small iliac stents, which appeared to be placed at the origin of the left common iliac artery, is lying in the distal aorta, with recurrent high-grade stenosis. Due to the recurrent stenosis within the stent in the proximal right common iliac artery, and the recurrent stenosis in the proximal left common iliac artery, it was felt that a kissing balloon/stent technique would be needed to improve in-flow to the lower extremities. It was decided that the indwelling right common iliac stent should be dilated with an 8 mm balloon. At the same time, a new 8 mm balloon-mounted stent be deployed in the proximal left common iliac artery. An angiogram was performed demonstrating significant improvement in the appearance of the aortic bifurcation, without residual stenosis seen. It was reported that the two stents involved in this complaint were the 8x39mm palmaz genesis stents from the same lot. The original genesis stents were placed in both the right and left common iliac in a kissing stent fashion. This procedure was done in (B)(6) of last year. The patient was brought back in (B)(6) and an additional stent was placed in the left common iliac. Besides the original two genesis stent one additional stent was placed in the left common iliac in december. It was not a cordis stent. The restenosis was only within the 8x39mm genesis stents reported. Both stents had been implanted with good wall apposition and there was no difficulty experienced when they were initially implanted. The other half of the free-floating stent is located in the distal aorta/left common iliac. High grade stenosis was noted on the left side on the report and additional stent was used to open the stenosis. It was not used to tack stent to vessel wall. No corrective action has been taken regarding the free-floating stent. The 8x40mm stent implanted and the 8mm balloon used to reopen the vessel were non-cordis devices. The patient is currently doing okay. The devices were not returned for analysis. A device history record (DHR) review of lot 15716617 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿dislodged-in patient (peripheral)¿ and ¿fractured-separated (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Common techniques to prevent plaque shifting during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. Inflation of balloons over the recommended rated burst pressure may lead to excessive intimal damage and higher potential for plaque shifting. In addition, there is the potential to compromise the lumen and subject the patient to a higher incidence of sub-acute stent thrombosis or restenosis, as well as a high risk for dissection, acute closure or rupture. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. A well-documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Progression of atherosclerosis is an expected outcome of the disease process. Fractures of stents placed in the femoro-popliteal system have been reported in various case studies and clinical trials. Several mitigating factors for these fractures have been proposed including repeated stress and torsion of the artery, calcified plaques, stress produced by multiple, overlapping stents, and conversion of micro-fractures related to stent manufacturing. One study showed a stent fracture rate in the sfa of up to 30%. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This is one of two products involved in the reported incident and the associated manufacturer report numbers are 9616099-2015-00025 and 9616099-2015-00026. Complaint conclusion: as reported in the radiology report, there was restenosis in the 8x39mm genesis stent of the right common femoral artery. The 8x39mm genesis stent implanted in the left iliac artery was found dislodged in the distal aorta with high grade stenosis. The stent was 18mm in length, indicating that this dislodged portion was a fracture fragment of the previously implanted stent. Angioplasty was performed to the right side and the left was stented. After treatment the arteries were patent. During attempts to catheterize the aorta from the right side, angiograms were performed. On these angiograms, stents are seen in the right common iliac artery and there is significant stenosis seen within the stent in the right common iliac artery. In addition, on the initial angiogram, a small stent is seen to lie within the aortic lumen, appearing to have become dislodged from the proximal left common iliac artery. This stent appears to be free-flowing within the aorta, changing position on subsequent angiograms. The stent in the aorta-measures approximately 18 mm in length, indicating that the stent was possible fractured/separated. Under sterile conditions with ultrasound guidance, the right common femoral artery was catheterized using micro puncture technique. A 6-french sheath was placed into the common iliac artery. Through the sheath, it was difficult to negotiate through the narrowed stented right common iliac artery, which is later demonstrated to be narrowed secondary to intraluminal hyperplasia. Prior to catheterizing the left common femoral and iliac arteries, it is noted that one of the small iliac stents, which appeared to be placed at the origin of the left common iliac artery, is lying in the distal aorta, with recurrent high-grade stenosis. Due to the recurrent stenosis within the stent in the proximal right common iliac artery, and the recurrent stenosis in the proximal left common iliac artery, it was felt that a kissing balloon/stent technique would be needed to improve in-flow to the lower extremities. It was decided that the indwelling right common iliac stent should be dilated with an 8 mm balloon. At the same time, a new 8 mm balloon-mounted stent be deployed in the proximal left common iliac artery. An angiogram was performed demonstrating significant improvement in the appearance of the aortic bifurcation, without residual stenosis seen. The two stents involved in this event were the 8x39mm palmaz genesis stents from the same lot. The products were not returned for analysis as they remain implanted in the patient. A device history record (DHR) review of lot 15716617 revealed no anomalies or non-conformances that can be associated with the reported complaint. According to the instructions for use (IFU,) potential complications associated with peripheral artery stent implantation may include, but are not limited to, the following: restenosis of the stented artery; stent migration/embolization. The safety and efficacy of the palmaz genesis peripheral stent on opta pro .035" delivery system has not been established for use in patients for treatment of atherosclerotic disease of the femoral artery. There are multiple factors that can contribute to stent fracture in the femoral artery (fa). The fa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Several mechanisms must also be considered for stent fracture in the iliac artery. It has been reported that the iliac artery, particularly the external iliac artery (eia), is exposed to flexion by bending the hip joint, which seems likely to be associated with stent fracture in iliac arteries. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. Restenosis is a known potential adverse event associated with peripheral stenting. However, patient, vessel and procedural factors along with progression of existing arterial disease may have contributed to the reported restenosis. The reported ¿fractured/separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of flexion, torsion, compression, and elongation may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Please note that additional information was received: the original genesis stents were placed in both the right and left common iliac in a kissing stent fashion. This procedure was done in (B)(6) of last year. Patient was brought back in december and an additional stent was placed in the left common iliac. Besides the original two genesis stent one additional stent was placed in the left common iliac in december. It was not a cordis stent. The restenosis was only within the 8x39mm genesis stents reported. Both stents had been implanted with good wall apposition and there was no difficulty experienced when they were initially implanted. The other half of the free-floating stent is located in the distal aorta/left common iliac. High grade stenosis was noted on the left side on the report and additional stent was used to open the stenosis. It was not used to tack stent to vessel wall. No corrective action has been taken regarding the free-floating stent. The 8x40mm stent implanted and the 8mm balloon used to reopen the vessel were non-cordis devices. The patient is currently doing okay. Film requests are currently going through proper approvals. The device remains implanted in the patient, therefore it is not available to be returned for analysis. The receipt of procedural films and additional information are pending and will be submitted within 30 days upon receipt. This is one of two products involved in the reported incident and the associated manufacturer report numbers are 9616099-2015-00025 and 9616099-2015-00026.